Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedance measurements, resulting in a lead safety switch. The patient reported experiencing palpitations. Threshold testing was performed that reproduced the patients symptoms. Boston scientific technical services discussed options including programming rv back to bipolar and turning rv automatic capture off. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.